Event description:
When the physician took the catheter from the package, he observed the distal tip of the catheter was broken away at the nearest side hole to the shaft.

Manufacturer narrative:
Lot history record review: the lot history record was reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was returned in two pieces. The first section is the shaft section. The shaft section is 104 cm long - 103.5cm shaft, .5 cm of soft tip attached to the shaft. The tip section is about 4 cm in length - it is hard to tell due to the shape and additional breaking when measuring. At the breaking point on both sections: the middle layer is crumbly. The clear outer layer is present. Cracking and embrittlement are present. There are not signs of discoloration or milky white substance as found in re-sterilization. Kinking the soft tip caused breaking. Conclusion: the complaint investigation was confirmed during the visual inspection of the returned sample. This type of complaint has been researched through corrective action c2001040. The findings of corrective action c2001040 stated that gamma exposure will cause the middle layer of the soft-vu catheter tip to become embrittled. Angiodynamics has searched through lot history records and have found that there are no comparisons between the complaint samples. The complaints have different catalog numbers, different lot numbers, different tip stock numbers, the catheters were made on different manufacture lines, the catheters are of different shapes, and the catheters have different manufactured and expiration dates. It has been proven that this phenomenon cannot be duplicated during any process that is performed at angiodynamics. Our carriers have confirmed that they do not use any form of radiation on the packages they handle during transit. Our products are clearly labeled against resterilization. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.